Manufacturer narrative:
Lot review: a review of lot# 3365766 showed that (B)(4) units were manufactured, tested, inspected and released in january 2017 citing no exception documents.

Event description:
Complaint received regarding three 46112-53, monitoring kit w/tp4, 30 ml squeeze flush device and needleless valve, lot# 3365766 (mfd. 01/2017). Report states: the distal luer connection (clear plastic luer) disconnected/fell off of the pressure tubing. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3365766 showed that 100 units were manufactured, tested, inspected and released in january 2017 citing no exception documents. Visual inspection: received: two opened 46112-53, monitoring kit w/tp4, 30 ml squeeze flush device and needleless valve, lot# 3365766 and 15 new 46112-53, monitoring kit w/tp4, 30 ml squeeze flush device and needleless valve, lot# 3365766. The tubing and luer separations were confirmed. One of the luers was not returned. Solvent rings were present on the tubing. The two (2) open 46112-53 devices, the male lues were separated from the 5" pt tubing on the end of the sets. The separated bonded connections were visually examined under a microscope (10x) and found incomplete and small solvent rings at the tubing bonds. The five (15) packaged 46112-53 devices had no visible anomalies present. Functional testing: the fifteen (15) packaged 46112-53 devices, the 5" pt tubing/male luer bonds were pull tested for tensile strength and met product specification. Final analysis summary: the reported product problem for the 5" pt tubing separation from the male luer bond was confirmed on the two (2) opened 46112-53 packages. The problem does appear to be due to insufficient solvent. ICU medical through continuous improvement initiatives is pursuing a stronger bonding method which is currently under validation. The fifteen (15) packaged 46112-53 devices the bond strengths of the 5" pt tubing/male luer bonds did meet the product performance specification requirements. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding three 46112-53, monitoring kit w/tp4, 30 ml squeeze flush device and needleless valve, lot# 3365766 (mfd. 01/2017). Report states: the distal luer connection (clear plastic luer) disconnected/fell off of the pressure tubing. No adverse patient consequences reported.